Event description:
It was reported that a cartridge change error occurred. The customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injections to address bg level. Reportedly the customer changed multiple cartridges to resolve the issue.